Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer contact philips healthcare and reported the mrx charge button failures during operational check. There was no reported patient involvement / adverse patient impact.